Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages, damaged cable) has been confirmed. Upon investigation, the cable connecting ECG c and d was pulled from strain relief. The cause for the failure was isolated to an intermittent open brown (-5v) wire in the cable connecting ECG c and d, causing intermittent adjust belt messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving adjust belt messages and the cable was damaged.